Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on 31 mar 2014.

Event description:
Per the clinic, the patient reported that the rechargeable battery was leaking. The device was requested to be removed from service and a replacement battery was shipped to the patient. There are no allegations of patient injury.